Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. It was further specified that the outer bag was leaking chemotherapy medication; white powder was observed on the outside of the device and also on the blue closure cap attached to the line. The set was filled with 3000mg of fluorouracil in 115ml 0.9% sodium chloride. This was observed at the compounding center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 19, 2019 - april 22, 2019. H10: the actual device was received for evaluation containing approximately 120 ml of fluid in the bladder. A visual inspection was performed using the naked eye found no evidence of leak. Functional testing was performed by filling the device with green colored water. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.